Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, minor scratches on the display window, cracked reservoir tube, and cracked case near the display window corners. The pump also gave a motor error alarm during the rewind due to a cracked motor flex cable.

Event description:
Customer reported that the insulin pump alarmed motor error three times during manual prime. Customer stated that she removed the reservoir and is no longer getting motor error. Customer went through a body scanner at the airport a month ago. Customer does use the sensor feature, but not on that day. She is able to rewind the insulin pump. Blood glucose value is 331 mg/dl; treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.